Manufacturer narrative:
Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. Root cause could not be determined from the information provided by the customer. As reviewed on (B)(4) 2013, (B)(4). Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action is not required at this time.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: time between home health and inratio tests: ~ 15 minutes. Time between inratio tests: ~ 20 minutes. Therapeutic range: 2.2-2.3 (post colostomy surgery). Patient self tester tested wife (fairly healthy, no anticoagulants) = 1.1 inr. Patient self tester tested using a new lot number (310829) and obtained 3.4 inr; patient was satisfied.